Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). Caller stated another reason for call is that they were suppose to have 1 tingle and 3 under the radar, but none are under the radar, so it's like something is not quite set up right with the programming. When agent inquired event date, patient stated 'since the beginning, but he used the tingle set up for the first day but the problem was he couldn't sleep because when he turned over, it woke him up, so then he wanted to put on like group a, b, or c, but they all tingle and they don't have any that are under the radar.' Caller stated the programming only needs to be in the soles of their feet but the tingling jerks pt's entire leg and do not feel that's necessary. Patient was hoping to have stimulation in his feet but his leg is jerking and all 3 groups appear to be too high for him and are waking him up at night. Caller stated they tried calling medtronic rep about this earlier today and left a voicemail but called patient services due to hearing that instruction in medtronic (mdt) rep voicemail. Agent reviewed considerations and caller/pt were redirected to their healthcare provider to further address the issue. Agent emailed the field for visibility.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient who reported the manufacturer representative (rep) reprogrammed the unit and the issue was resolved. They reported they will meet with the rep in a month to fine tune the programming again.